Manufacturer narrative:
Removed device code (B)(4) and added device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per letter from the patient the ins was found to be "tacked" when they did the ins revision. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the patient. It was reported the ins revision occurred on (B)(6) 2017. When the scar was opened the doctor found the ins still "tacked". The swelling at the ins site remains swollen and recharging the ins has been taking about 8 hours. The patient also requested adhesive discs for recharging be sent to them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that since implant, the patient has been having trouble charging. It was reported the recharging belt never worked for the patient because it was too big and bulky. Instead the patient had been using a large elastic band. The ins also had to be revised at the end of (B)(6) 2017 because the ins was not tacked down and had shifted like it was trying to make its way out. It was reported there was swelling at the ins site after the revision. The patient requested adhesive discs to help with the recharging but the call had disconnected before a mailing address could be confirmed. It was noted the patient was told to wait to recharge until the swelling went down. No further complications were reported or anticipated.